Event description:
The customer alleged the ventilator's audio alarm stopped working intermittently while performing ventilator checks. The nellcor puritan-bennett customer support engineer (npb cse) spoke with the bio-med engineer to determine the audio alarm assembly and the power switch were to be replaced together by the customer. After the ventilator was tested in the bio-med shop the audio alarm functioned normally and the reported event could not be reproduced. The audio alarm and power switch were replaced and discarded. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.